Event description:
Broken lever on mics. Case type: (B)(4).

Manufacturer narrative:
Broken lever on mics. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of device history records indicate 25 devices were manufactured under prodex lot k0b18 and all 25 devices were inspected and accepted into final stock on (B)(6) 2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to (B)(4), lot number 42010318 shows 03 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken lever on mics. Case type: tka.